Event description:
Thermometer probe covers defective and do not have the groove that interfaces with the thermometer probe properly. Product is made by hill-rom. Reference number 05031, lot number 335209.